Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Customer's healthcare provider alleged the pump was not delivering insulin properly. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.